Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had issue with the reservoir. The customer reported that piston was slide during removal and crated air bubbles on o ring inside the reservoir and it was leaked at o ring. The customer's blood glucose at the time of incident was unknown. The device will not be returned for analysis.